Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported that when the probe was in the eye, it was not cutting but aspiration was working. Another pack was opened and the procedure was completed without any reported harm to the patient. Additional information and the product sample were requested.

Manufacturer narrative:
A device history record review was conducted. No anomalies were found during the device history record reviews. The product was released according to the product¿s acceptance criteria. A complaint lot history examination indicates no additional complaints were associated with the probe lots. One probe sample was returned for evaluation. The sample was visually inspected and deemed to be nonconforming. The cutter was in the closed position, with surgical debris on the port surface and tip. An actuation test was performed and deemed nonconforming. A cut test was performed and deemed nonconforming. The probe was disassembled and the components inspected. There were no minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was slight resistance felt when removing the inner cutter from the needle. The coupling was broken in half. The complaint evaluation does confirm the probe would not functionally actuate or cut. The evaluation indicates the root cause for the functional failure of the probe is due to the broken coupling that prevented any movement of the inner cutter and closed off the port opening. The reason for how and when the coupling became broken cannot be determined from this evaluation. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).